Manufacturer narrative:
The device was not available for return. As no product was returned, no visual inspection, functional testing, or dimensional testing was performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection and expander insertion force test during product verification testing on finished devices) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review of the related work order confirmed that the device lot passed the pv expander insertion force test with the calculated utl (upper tolerance limit:) below the usl (upper specification limit). These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU for esheath, IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A pra was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. As the complaint did not exceed the pra re-escalation threshold and it has already been listed in the pra, the complaint is within the scope of the pra, and therefore no further action is required. Since no edwards defect was identified, no corrective or preventative actions are required. The complaints were unable to be confirmed as no relevant device imagery or product was provided for evaluation. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per complaint description, ''there was difficulty passing the valve through the esheath. The difficulty was experienced when passing through the iliac artery''. The patient's access vessel was noted to be ''narrow or calcified''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification''. The presence of calcification and potentially undersized access vessel could create a challenging pathway during delivery system insertion through the sheath and could prevent full expansion of the sheath. This likely led to reported resistance during device insertion through the sheath. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. As such, available information suggests that patient factors (calcification/ undersized access vessel) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 device discarded.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. As reported, there was difficulty passing the valve through the esheath. The difficulty was experienced when passing through the iliac artery. Post-implant and upon removal of the system, it was noted the patient had a dissection of the iliac artery (side unknown). There was no frame damage to the valve, the tavi implant went well. The patient was stabilized and transferred to the public hospital for further assessments by the vascular surgeons. Patient was in a stable condition. The patient was reviewed by the vascular surgical team after the tavi procedure. The access was assessed the access and it was determined that there was good flow in the vessel and no further bleeding was observed, there was no further intervention done and the patient was discharged 2 days post procedure. As per medical opinion, the root cause of the resistance probably was narrow or calcified vessel. The nurse who prepped the valve mentioned that it was tight on insertion of the esheath but it was believed that the proglides caused the issue. As per medical opinion, the root cause was attributed to combination of closure devices and borderline small vessel.